Manufacturer narrative:
Correction: the pump¿s serial number was inadvertently submitted as (B)(4). The correct serial number is (B)(4). The device evaluation submitted on 11/12/2014, was reported on the correct device. Suspect medical device serial #: (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The display was dim/faded and the text was discolored. The complaint that the display screen was blank was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that their pump's display screen was blank. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.